Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized for low blood glucose on (B)(6) 2021. Blood glucose reading was 23 mg/dl. The customer stated that they were wearing the insulin pump at the time of hospitalization. Customer stated that the insulin pump display showed insulin flow blocked alarm. The insulin pump will be returned for analysis.